Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic via a merlin@home transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes were recommended. No further information was provided.